Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a defective cr [circuit] board. A further cause of the defect could not be presumed. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high flow insufflation unit intermittently powers off. The issue occurred during a general routine check. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer complaint and found a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.